Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. This device exhibited the unintended behavior prior to receiving the additional software update. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review is not required - the event is not reportable in an eea/great britain country + none of the allegations/conclusions are against labeling/user error or a known inherent risk + bsc is not responsible for training.

Event description:
It was reported that this pacemaker device was found to be in a state of remote monitoring suspended, and physician was unable to interrogate device. A request was made to have data from this device analyzed. Data analysis identified cause of remote monitoring suspended was due to magnet detection. It was identified that the programmer did not have the most recent software version. Technical service refuted any allegation of malfunction. Device remains implanted. No adverse patient effects were reported. At this time the device remains implanted. No adverse patient effects were reported.